Event description:
The patient contacted animas on (B)(6) 2012 and during troubleshooting for a separate pump issue, animas customer support noted the pump was only being primed with 2.3-5.8 units of insulin during the priming step when it should take about 8.0-10.0 units to prime 23 inch tubing and 15 units to prime the 43 inch tubing. Animas customer support reviewed with the patient the steps for rewind and prime and the patient was noted to be loading the cartridge properly, attaching the cap and selecting continue as per instruction. The patient confirmed changing the tubing with each cartridge change. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged load step malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the black box review shows no evidence of load step malfunction or any unusual prime warnings. Several occlusion alarms are observed in the alarm history. The pump powers up normally and is able to pass 'ez-prime' steps and to prime successfully. Force sensor calibration reading is within the required specifications, no alarms occurred during testing. The pump was opened and inspected, no damage was found to the force sensor or on the power circuits.